Manufacturer narrative:
The manufacturer previously reported receiving an allegation that an everflo device does not deliver oxygen (perhaps an internal leak). No harm or injury was reported, and no hospitalization or medical intervention was mentioned. The everflo device was returned to the manufacturer and awaiting evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality update** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer received information alleging the everflo device does not deliver any oxygen (perhaps an internal leak). There was no harm or injury reported; neither was there any hospitalization or medical intervention mentioned. The everflo device was returned to the manufacturer and awaiting evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has been received by the manufacturer; evaluation has not begun.

Manufacturer narrative:
The manufacturer previously reported information alleging the everflo device does not deliver any oxygen (perhaps an internal leak). There was no harm or injury reported; neither was there any hospitalization or medical intervention mentioned. Based on the information available at this time of investigation, it has been determined that the reported allegation were against a device which is not part of the recall. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was inspected and found sieves were clogged, opi concentrator tubing twofold, pressure regulator was clogged, inlet filter & pca need to be replaced. In addition, pca was electrically defective. Additionally, the customer complaint was reproduced, and the device was scrapped. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.